Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited not ideal parameters. There was damage to the current and it could not be resolved. The lead was attempted but not used and replaced. No patient complications have been reported as a result of this event.